Event description:
It was reported that the patient presented to the clinic on (B)(6) 2011 with a history of falls, followed with fecal incontinence. The patient stated that the fall impact occurred at the buttocks area. Lead migration was suspected as the cause of the loss of efficacy. During lead replacement surgery on (B)(6) 2011 the lead was found to be fractured, and a fragment of the lead was not removed from the right side.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.